Manufacturer narrative:
It was reported there was a light brown substance in the top of the syringe. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed and the syringe has embedded degraded resin at the bottom of the syringe barrel. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 309653, lot 2278694. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Frequency of inspections were increased to mitigate the embedded degraded resin escapes. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ syringe experienced foreign matter in fluid path component. The following information was provided by the initial reporter: went to open a 50 ml syringe into the biohazard safety cabinet, for use to draw up a dose of IV chemotherapy for a patient, and noticed a light brown substance in the top of the syringe. I immediately placed the syringe back into its outer wrapping and put it into a plastic bag to be brought out of the sterile environment. Update: -yes, matter was noticed in pathway of syringe